Event description:
Customer reported that the system motorized movement control joystick is not operating. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered a new joystick. Customer installed the joystick. System operates as intended.